Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump passed the delivery accuracy test. The pump was reset with the correct time/date and was monitored for four days. No time gain or switching am to am was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump had a broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300-400 mg/dl. The customer was hospitalized for diabetic ketoacidosis and ketones. The customer was treated with insulin drip and fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.